Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the customer's fms remote control was plugged into the pump, but beeped and then did not work. The sales rep stated that the pump did not reset. The customer's fms connect interface cable was pulling inflow and kept activating the shaver. The case was completed with other like-devices with no patient harm, but a five minute delay to obtain new devices. The devices are being returned for evaluation.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint cannot be confirmed. The device was inspected for any gross visual defects, and none were observed. The device was subjected to functional testing using an fms vue pump (B)(4). When a shaver handpiece was connected to the device, no functional anomalies occurred. The shaver handpiece was activated in the various modes, and the pump responded accordingly. Since the issue experienced by the customer could not be confirmed, no root cause is available for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).